Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of dissection is listed in the xience alpine, everolimus eluting coronary stent systems instructions for use (IFU), as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous left anterior descending artery. The lesion was pre-dilatated with an unspecified balloon dilatation catheter and the 3.0x33 xience alpine stent deployed. Followed by post dilatation with an unspecified balloon a distal edge dissection was observed. A 2.75x12mm xience alpine was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.